Event description:
The patient experienced painful mechanical irritation in her left neck area in 2008. The deep brain stimulator was dislocated. The patient was hospitalized and the neurostimulator was surgically revised. The serious adverse event resolved the following month. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports.